Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to correct the initial MDR submission and provides device analysis findings.

Manufacturer narrative:
Internal reference: 238377. Analysis of the device found the adhesive was intact with no portions missing. No adverse events nor device malfunctions necessitating an MDR were observed. No MDR submission is required for the subject device. Visual and microscopic inspection were performed on the returned device. A pinhole was present at the proximal fillet, the edges were smooth and no missing pieces were observed. The device was connected to the lab system for an image test. The device was not recognized and the system displayed a "no catheter" message. The probable cause of the reported failure is fluid ingress and electrical discontinuity. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
(B)(4). The implant or explant dates are not applicable to this device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a procedure inside the body, while passing through the lesion, the image disappeared. Another same device from the manufacturer was used to complete the procedure. There is no patient injury. Visual inspection of the returned device observed a pin-hole in the adhesive. Device evaluation anticipated, but not yet begun. This product problem is being submitted because if it is determined adhesive is missing, there is a potential for harm if the malfunction were to recur.